Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if was any change in the post-operative care of the patient as a result of the event? R./ no. How was the procedure completed? R./ product exchange was made for a new one if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on the first shot of the fabric is made with echelon stapler 60mm and green recharge, the stapler staples in the first movement of the trigger and the next two cuts the tissue leaving it without staples. The kit is changed to a new one. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022 d4: batch # 569a64 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60g reload loaded on the device. The reload was received partially fired (B)(6). The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.